Event description:
It was reported that the patient visited the emergency room (ER) due to low blood glucose (bg) levels and fainting and dehydration. The patient's omnipod personal diabetes manager (pdm) broke due to the fall. At the hospital, the patient was placed on an insulin sliding scale, administered fluids and anti sickness medication.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.